Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was a crack on the catheter. The tip of the catheter broke inside of the patient (while still connected) during insertion, leaving a sharp edge which allegedly cut the patient. Reportedly, the catheter came out in one piece and medical intervention was required.

Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. A potential failure mode could be ¿incorrect sequence¿ with a potential root cause of ¿mechanical failure¿. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. To use: insert rounded end of catheter." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that that there was a crack on the catheter. The tip of the catheter broke inside of the patient (while still connected) during insertion, leaving a sharp edge which allegedly cut the patient. Reportedly, the catheter came out in one piece and medical intervention was required.